Manufacturer narrative:
Intra-op and post-op testing returned normal impedance readings, seeming to indicate that there were no fractures or other damage or malfunction of the system. No imaging was done, however the suspicion from the physician and from the firm is that the leads migrated between the date of implant and date of activation. There are no reports of excessive activities or external trauma that may have contributed to the migration, however the location of the implant is a highly used joint and it is possible that the regular daily use of the shoulder and arm immediately after implant may have contributed to instability of the implant.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper extremity pain. The implantable pulse generator (ipg) was placed intraclavicular with the leads targeting the axillary nerve. During the implant procedure the patient initially reporting feeling stimulation but not in the correct area to treat the pain symptoms. The leads were moved during that procedure and the patient reported stimulation at the desired location. All intra-op testing was completed successfully before completing the procedure. On (B)(6) 2024 the patient was seen in the clinic to activate the nalu system and the patient reported being unable to feel any stimulation except a small amount at the location of the ipg. Impedance readings were within normal range and the patient was placed on a scheduled program with the recommendation to follow-up at the next scheduled appointment on (B)(6) 2025 to allow for further healing from the procedure. On (B)(6) 2025 a surgical revision was performed to remove the ineffective leads and place new leads at the desired location to treat the pain symptoms. The system was activated on (B)(6) 2025 and the patient reports appropriate stimulation.